Event description:
The manufacturer received information alleging a dreamstation device power cord corroded. There was no harm or injury reported. During the evaluation of the device at a third party service center, the devices power cord was confirmed to be corroded and the unit could not be powered on in order to collect the device error log. The device was scrapped.

Manufacturer narrative:
H3 other text : device scrapped by third party service center.